Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 576 mg/dl at the time of incident. The customer's blood glucose was 289 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pump. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The high pressure test failed the first time, but passed on a second attempt. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump was returned for analysis.